Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6; -4.00/1.0/092 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6) 2024. The lens was reported as having excessive vault and significant reduction of iridocorneal angles. On (B)(6) 2024 the lens was replaced with a shorter length lens. Cause was reported as unknown this resolved the problem.

Manufacturer narrative:
H6: 14581: significant reduction of irido-corneal angles. Claim#(B)(4).